Manufacturer narrative:
Block b3: exact date unknown, approximate date since it happened on late 2025.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system experienced a fall no device related. Subsequent x ray imaging confirmed lead migration, which resulted in inadequate stimulation and associated headache. Troubleshooting included reprogramming the system; however, this did not resolve the issue. Consequently, a lead revision procedure was performed. During the procedure, the other lead moved; therefore, both leads were replaced, and the procedure duration was extended beyond what was initially expected. At the conclusion of the procedure, the patient appeared to experience a seizure; the cause of the event is unknown. Based on the physicians assessment, the prolonged procedure duration may have been a contributing factor. The patient was subsequently transferred to a high dependency unit for overnight observation. Currently, the patient was discharged, is currently recovered with no apparent long term effects and is happy with batter pain relief. The explanted leads will not return for analysis as they were discarded by the medical facility.